Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited noise. The rv lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2018, it was further reported during follow up check the device capture management was not able to run. Information received indicated the capture management issue was likely due to device inability to see a evolved response as paced beats were very wide on ventricular electrogram egm. No action taken, and the device remains in use.

Manufacturer narrative:
The reported implantable pulse generator (ipg) issue was previously reported and captured in regulatory report# 3002807576-2018-00169 and 3008973940-2018-01220. If information is provided in the future, a supplemental report will be issued.